Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 260 mg/dl. Reportedly, the customer already had insulin on board and indicated that a correction would be delivered if needed. It was noted that the customer declined troubleshooting with tandem's technical support.

Event description:
Also, it was noted that the customer stated that they ate (B)(4) food and did not deliver enough insulin.